Event description:
It was reported that the patient underwent a fusion procedure at l5 to s1 using rhbmp-2/acs on (B)(6) 2003. Patient's post-operative period was marked by over two months of relief, followed by sudden onset of left leg pain, lower back pain and weakness radiating into his buttocks. A lumbar CT scan performed on (B)(6) 2003, revealed retropulsed bone graft material impinging on the l5 nerve root. Patient underwent a revision surgery on (B)(6) 2003 at the l4-5 level to remove the retropulsed bone graft. Currently, patient continues to experience severe and unrelenting pain in his lower back with radiation into his lower extremities. He has no feeling in his left leg, and requires a walker to ambulate.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2003, patient underwent following procedure: 1. Complete laminectomy l4 (removal of gill fragment), 2. Posterior lumbar interbody fusion, l5-s1, 3. Preparation of structural allograft. 4. Pedicle fixation using the m-8 system, l4-5, 5. Lateral transverse process fusion l4-5, 6. Preparation of harvested autograft, 7. Evaluation and interpretation of intraoperative x-rays; for pre-op diagnosis of: 1. Degenerative spondylolisthesis, l4-5, 2. Spinal stenosis, l4-5, 3. Bilateral lumbar radiculopathy. Per-op notes: l4 lamina was removed. L4 and l5 neural foramen were then decompressed thoroughly. Disc was removed in entirety. Two pieces of rhbmp-2 were packed into interspace anteriorly. Two large pieces of allograft measuring 13mm were tamped into the interspace. X-ray showed good position of interbody fusion bone. 6.5 x 45 mm screws were placed. No complications were reported.